Event description:
New information noted that the event was observed during a follow-up in clinic. The patient was also observed to have extracardiac stimulation caused by the atrial lead.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had a dislodged atrial lead due to twiddler's syndrome. The patient's lead was explanted and replaced on (B)(6) 2020, with no damage to the original lead reported. The patient was stable.